Event description:
It was reported that: "during a tavr heart valve aortic valve, upon post angiogram physician saw an occlusion. Physician went up and over to the lfa and a 7x40 balloon was inflated and artery was open post angiogram."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The details of the complaint were reviewed. It is unknow if excessive force was used to tamp down on the manta causing occlusion or if the anchor was seated incorrectly. A device history record review was unable to be performed as no lot number was provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during a tavr heart valve aortic valve, upon post angiogram physician saw an occlusion. Physician went up and over to the lfa and a 7x40 balloon was inflated and artery was open post angiogram."